Event description:
It was reported that the current electrogram appeared to have questionable right ventricular capture. The emergency room physician stated the patient's family stated that the patient had a pulse in the 30's. Follow up information was received and indicated that the patient had a lot of post ventricular contractions (pvc) and the monitor read 35 because of the pvc pause. The pacing was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.